Event description:
It was reported that during implant of the implantable cardiac monitor (icm), the device showed small r-waves and noise. The device was re-positioned and noise could not be eliminated. The device was replaced with a new icm. The new icm also showed small r-waves and noise but the signals were better. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.